Event description:
Pt received 14-day cycle of chemotherapy, fudr, over 2 days. Medication infused at home via infusion pump. The dr who prescribed the fudr states this may very well be a lethal dose.